Manufacturer narrative:
Corrected: implant date. The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Bilateral.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/26/2016: pfs and medical records received. After review of the medical records for MDR reportability, the stem is being addeed for the alleged high metal ion levels. This complaint was updated on: 3/21/2016.

Manufacturer narrative:
UDI: (B)(4). New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Update: 12/12/2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update 2/26/2016: pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ion levels. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Previous review of device history records identified no related manufacturing deviations or anomalies. No other reports were identified against the femoral stem. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint has been updated for date of revision. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 06/06/2016 sales rep has reported the patient was revised to address discomfort.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Update ad 30 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metallosis and metal wear.

Manufacturer narrative:
Product complaint # : (B)(4).